Manufacturer narrative:
Initial.

Event description:
It was reported that a user of an ilet system experienced multiple occlusion alerts with an infusion set (contact detach) with a reported value of 401 mg/dl, and the alerts resolved only after the user changed the infusion set and supplies as instructed, with guidance to observe glucose trends for 1.5 to 2 hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and successful resolution of the alarm after the supply change. Investigation included user interview and troubleshooting education. Investigation of this case revealed an occlusion related to the infusion set that resolved with replacement, consistent with a supply-related flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.